Event description:
Unomedical reference number (B)(4). Event occurred in the saudia arabia. On (B)(6) 2024, the patient's mother reported that her child's infusion set fell off due to tape not sticking on third day of insertion on the thigh as site location. No further information available.